Manufacturer narrative:
A supplemental report is being submitted for investigation update to product event summary and a correction to h7 and h9 to include the correction number. Product event summary: the most likely root cause of the reported premature power switching events after lubrication can be attributed to a communication error, likely due to the damaged power port pin, and a momentary disconnection between the controller and batteries. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller was returned for evaluation. Four batteries and one controller ac adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing and visual inspection. Supplemental testing did not reveal wear to the gold-plating of the pins. However, during supplemental testing it was observed a damaged pin on power port two. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving (B)(6), as well as a premature power switching event that was due to a communication error involving (B)(6). Log file analysis also revealed several momentary disconnections that did not lead to power switching events involving (B)(6). It is likely that the momentary disconnections were perceived as the reported "power interruptions". Momentary disconnections will result in an audible tone. Analysis of the alarm log file did not reveal any power disconnect alarms. Further review of the data log file revealed several instances involving (B)(6) where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. The observed communication errors are likely related to the reported power disconnect alarms. As a result, the reported events were confirmed. A power source lubrication procedure was performed on all the batteries and associated power sources reported in the event on (B)(6) 2019 and on (B)(6) 2020 to mitigate the reported conditions. The most likely root cause of the reported power disconnect alarms can be attributed to a communication error between the controller and batteries. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, or due to the packet error checking method detecting bit errors, and/or a damaged pin in power port two. The most likely root cause of the report ed premature power switching events after lubrication can be attributed to a communication error and a momentary disconnection between the controller and batteries. The most likely root cause of the reported "power interruptions" can be attributed to the momentary disconnections between the controller and power sources. The most likely root cause of the damaged pin within the power port can be attributed to a misalignment between the power port and a power source output connector. An internal investigaiton was opened to investigate bent/damaged pins with controller 2.0. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 21-jul-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2020 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 23-jul-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 19-aug-2019. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2020 / serial #: (B)(4), UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 19-aug-2019. (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: 1430in / catalog #: 1430in / expiration date: unk / serial #: (B)(4), UDI #: asku. No, device evaluation anticipated, but not yet begun. Mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, batteries, and a controller ac adapter exhibited power switching and power interruptions. One battery had a communication error which triggered power disconnect alarms. The controller and controller ac adapter were exchanged, and the batteries were serviced. No patient complications have been reported as a result of this event.